Manufacturer narrative:
Generator pass all functional tests. No problem found.

Event description:
During a right shoulder arthroscopy rotator cuff repair and on removal of diathermy plate, a small abrasion seen in left groin 2007 and by the next four days, full thickness infected burn was present. Seen by plastic surgeon & wound needed dressing & monitoring. Currently, the patient is healing and the burn is almost over granulated. She is also currently on antibiotics directly related to the injury. She is having the wound dressed and re-dressed 2x a week and is in consultation with a skin specialist. The pad was a neuteralect pad.